Event description:
A pt's parent called to report that the pt experienced sudden burning and pain while driving. The pt called and confirmed that the car was pulled over so both lenses could be removed immediately. Lenses were from 2 different lots and event occurred ou simultaneously. Lenses were reported to be comfortable on insertion. The pt was taken to the local ER by the parents and a diagnosis of corneal abrasions ou was made. Both eyes were stained with fluorescein and the pt was given toradol ivp for pain and tetracaine drops 0.5% for local anesthesia. Wood's lamp revealed 2 small corneal abrasions at 6 and 9 o'clock ou. The pt was discharged with moxifloxacin and cyclogel and referred to an ophthalmologist. Info from the referral physician has not been received. The parent reported the pt continues to be in treatment after 4 weeks and has missed school and work in that time. This event is being reported due to the unusually long treatment and recovery time for a corneal abrasion and is being reported for the right eye. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot 1836160388 was mfg under normal conditions. Product was not available for eval.

Manufacturer narrative:
If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings. Device not returned. No eval will be performed. No conclusion can be drawn.